Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to neck fracture. (Right). Bfarm case number: (B)(4).

Manufacturer narrative:
Please void this report duplicate of 3010536692-2019-01085.